Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of telemetry strips was requested for this recently implanted implantable cardioverter defibrillator (ICD) system. Upon review, technical services (ts) explained that the telemetry strips appeared to indicate a diagnostic evaluation was performed on the system. In addition, reviewed of stored episodes revealed noise with oversensing and less than two seconds of pacing inhibition consistent with electrocautery use and general troubleshooting performed during the implant procedure. No asystole was noted. This ICD system was implanted successfully and remains in service. No adverse patient effects were reported.